Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein both leads were placed back into the epidural space to address the issue. Therapy was effectively restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-07999. It was reported that the patient experienced loss of stimulation due to low impedances and migration of both implanted leads. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.